Event description:
I had mentor implants for 8 years. After 4 months I became really sick with lots of immune disorder and bii symptoms including but not limited to: heavy metal toxicity, ra, lupus borderline, anemia, anxiety, depression, lower back pain, joint pain, full body ache, constant pain, water retention, insulin's resistance, gastrointestinal and digestive issues with lots of food intolerances and allergies, low oxygen level, hard time breathing, joint pain, inflammation , decline in vision/vision disturbances / double vision tired cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss) hair loss, dry eyes, mouth, weight gain 35p, constant burning sensation, heart palpitation, constantly sleeping estrogen/progesterone imbalance/ early menopause, swollen and tender lymph nodes, allergies, chronic fatigue, chronic inflammation, feeling like I am dying, mood swings, emotional instability, panic attacks, chest burning sensation, hard time breathing, itch sensation on breasts. I had my explant surgery july 28 where the doctor found one of the implant was totally ruptured inside. All the silicone was leaked in my body now having silicone toxicity. I been sick for the past 7 1/2 years because of the implants. Thank you. I have lots of blood work done to prove all my symptoms and problems. FDA safety report ID # (B)(4).